Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump time was incorrect, caused by pump reset due to low battery. During troubleshooting with tandem technical support, the customer corrected the time. Customer reported a blood glucose level of 222-521 mg/dl. Elevated bg was address by correction injection via manual injection.